Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found within specification in relation to the customer reported unspecified system failure which was not reproduced. A review of the event history log (ehl) identified multiple system error 345 messages. Evaluation determined the issue to be attributable to system error 345 based on ehl analysis, with system error 345 the only system error present in the log. System error 345 was not reproduced. The thermistors were found to operate within specification. The cause was determined to be the ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed an unspecified "system failure" during patient therapy (medication, dose, programmed amount and delivery rate unknown). The event occurred at the intensive care unit department. There was no known patient injury or medical intervention associated with this event. No additional information is available.